Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Event description:
Boston scientific received information that this patient's remote monitoring system displayed a blinking red light. The caller stated there was a code on the screen; however, he deleted it and did not remember what the code was. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Additional information was received stating this device was subsequently explanted due to an elective upgrade procedure. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.